Event description:
Meridian vena cava filter was placed by md. Radiopaque marker became loose from inner sheath and exited the delivery sheath and was eventually positioned within the left pulmonary. Follow-up CT chest demonstrated the metallic density with the peripheral aspect of the posterior lung, stated in md procedure report. No negative outcomes due to the incident are expected for the patient.